Event description:
A pump declared a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support instructed the caller to inspect the cartridge o-ring and pneumatic tap area, clean it, and reattach the cartridge. Following these steps, the caller was able to complete the load process and resume insulin delivery.